Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients list was missing. A technical support specialist (tss) remoted into the system and observed that no patients were listed. Upon checking myqlink, the patient list was also empty. The user was advised to confirm with supervisor whether the data transfer had been fully completed. The users confirmed that the issue was resolved, and the user agreed to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, a user logged in to the cabinet but was unable to see any patients. Additionally, no medications or employee information were displayed on the device after login. There were no delay or adverse events or injuries reported based on this event.